Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo 13.7 implantable collamer lens of diopter -10.0/1.5/105 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. On 03-jan-2024 the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. The cause of the event was reported as unknown.